Event description:
It was reported that the patient fell and hit their head. Just prior to the fall their heart rate increased and they had a stomach ache. Then they lost consciousness and fell. It was unknown if the fall was related to their device or therapy. When the patient fell they hit their head and neck and then lost stimulation. The manufacturer representative met with the patient on 2015 (B)(6) and reprogramming was performed. Impedances were all checked and no values were out of range. The patient was fully recovered and was receiving effective stimulation.

Manufacturer narrative:
Product ID 3986a70, lot# n375606, serial# unknown, implanted: 2013 (B)(6); product type lead product ID 3708340, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 3986a70, lot# n375606, implanted: 2013 (B)(6); product type lead. (B)(4).